Event description:
It was reported to boston scientific corp, that a resolution clip device was used during a egd (esophagogastroduodenoscopy) procedure, performed on (B) (6) 2009. According to the complainant, during the procedure, the clip would not advance out of the catheter. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complaint was unable to provide the suspect device lot number; therefore, the lot expiration and device MFR dates are unk. The complainant indicated that the device was disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B) (4).